Manufacturer narrative:
Zimvie complaint number is (B)(4). Additional PMA/510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was missing from the packaging at the time of implant placement. Procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' Two empty packaging were returned for investigation. Visual evaluation of the as returned packaging identified they were already open. The outer vials tamper seals were seen broken.the coob is non-verifiable.functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. The customer did provide one picture. Review of appropriate documentation: documents reviewed: 4869 rev. 9 -10/19; product packaging; (pages 2-3.) DHR review: DHR review was completed for the subject lot numbers (1255374 & 1250068). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Upon review of the dhrs, packaging images have been attached to further verify the conformance of the packaging for the reported devices. Complaint history review: complaint history review was performed for the reported lot numbers (1255374 & 1250068) for similar events and no other complaint was identified. Review completed utilizing keywords: 'incorrect component quantity.' Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.

Event description:
No further event information is available at the time of this report.